Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd received 6 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 6 customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Evaluation of the photographs provided showed a slightly coarser than normal spray pattern on the tube¿s walls. Due to this the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer reported "there was a yellow granular foreign matter affixed to the tubes."